Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported that a 66-year-old female was implanted with an impella 5.5 device for mechanical circulatory support after being escalated from impella cp. It was reported that while on impella 5.5 support, the patient experienced a non-dominate vertebral stoke. The doctor believes there was an embolism at the impella access site, and it migrated.

Manufacturer narrative:
The investigation into the stroke/cva has been completed since the initial report was submitted. The device was not returned for investigation. As the clinical information was not provided, the root cause of the stroke/cva could not be determined.